Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.

Event description:
It was reported to nova biomedical that, a consumer received two results of "hi" mg/dl on their blood glucose meter. The consumer did not feel these were accurate readings. The consumer then, using the very same lot # of test strips, but a different bd meter performed two additional tests getting results of 174 mg/dl and 125 mg/dl. The difference in the readings was determined to be clinically significant. The meter in question will be returned for evaluation.